Event description:
It was rpeorted that pt had tlif using peek device/infuse bone graft /local bone. Approximately 2-3 months post op, pt reported leg pain that developed into radiculopathy. MRI showed fluid collection at annulotomy site extending to peek device. The fluid has been aspirated; fluid characterzed as bloody serous and grossly bloody. It is unk if the infuse bone graft contributed to the rpeorted event, but we are filing this MDR out of anundance of cuation.